Event description:
The facility notified the intl local complaint coord regarding use of an exeltra 150 dialyzer during hemodialysis resulting in an anaphylactic reaction. The pt experienced respiratory difficulty. Therapy was suspended and the pt was given hydrocortisone times two and tabegil 2ml. The pt was transported to seguro social clinic. The pt outcome is unk at this time.

Manufacturer narrative:
The sample was discarded. Should a sample be rec'd for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available. Nipro mfg response indicates: the mfg records, process inspection records were reviewed and no abnormality was found. No abnormality was found in the records and findings of the biological tests performed in release inspection.